Event description:
Boston scientific received information that the position of this right ventricular (rv) lead was attempted to be changed from subcutaneous to a subpectoral position. During the procedure it was noted that the insulation was damaged on the pace/sense portion of the lead. An additional pace/sense lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This rv lead remains implanted and is being used for defibrillation. Should additional information become available this event will be updated.